Event description:
It was reported 'wire felt difficult to advance through the needle. She pulled the wire back and it had unravelled. She removed everything and there was nothing left in the patient'. A new midline was placed at a new site to resolve the issue. The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one nitinol guide wire for analysis. The introducer needle involved with this complaint was not returned. No obvious signs of use were observed on the guide wire. Visual examination revealed the guide wire is unraveled from the distal end. Microscopic examination confirmed the unraveling and revealed that the core wire became severed approximately 1.7cm from the distal weld. Despite this, the coil wire was still attached to the distal weld. Microscopic examination of the weld confirmed that it is full and spherical. Visual analysis could not be performed on the needle involved with this complaint as it was not returned for analysis. The core wire separated 1.7cm from the distal weld. The cumulative length of the core wire measured 45cm in length , which is within the specification of 44.5cm-45.5cm per the guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.0175", which is within the outer diameter specification of 0.0175"-0.0180" per the guide wire product drawing. Functional analysis could not be performed on the guide wire due to the severity of the damage. A manual tug test on the core wire revealed that it is secure to the respective ends of the welds. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual and microscopic examination revealed that the core wire was separated 1.7cm from the distal weld. Despite this separation, the coil wire was still completely intact. Dimensional examination revealed that the guide wire was within specification, and a device history record review performed based on sales history did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, the root cause is consistent with unintentional use error; however, without the needle also returned for analysis, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported 'wire felt difficult to advance through the needle. She pulled the wire back and it had unravelled. She removed everything and there was nothing left in the patient'. A new midline was placed at a new site to resolve the issue. The patient had no harm or injury.